Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a foreign object in the channel. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end has residual liquid. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause it's not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.